Event description:
It was reported that the patient underwent a tactra malleable penile prosthesis surgery due to unspecified reasons. A new device was implanted. No patient complications were reported in relation to this event.